Event description:
The device was used during a hand assisted total colectomy. After the device was fired, the surgeon noted that the device cut but laid an incomplete staple line and malformed staples on the proximal side and rectal stump. Because of the progression of disease in this pt the surgery time was expected to take approximately 10 hours. There was an add'l time of 3 hours added onto the case to repair the staple line.